Event description:
Info received indicates the left siderail will not latch in the raised position.

Manufacturer narrative:
The tech found the siderail latch bracket was broken. He replaced the latch bracket to repair the stretcher.